Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer reported via phone call of being hospitalized for high blood glucose. The blood glucose reading was unknown at the time of incident. Troubleshooting found that the nurse had questions about calibration but did not have the pump and will call back with the pump information.